Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported button error alarm. No additional information is provided.

Manufacturer narrative:
The insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on display window and missing end cap sticker.